Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0jy2s, explanted: (B)(6) 2016, product type: lead. Device evaluation: analysis of the lead found that all conductors were broken 3.2 cm from the proximal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the parkinson¿s disease patient experienced ¿skin tingling.¿ x-ray imaging was performed and it was determined that one of the patient¿s leads was fractured. The lead was replaced ¿successfully¿ as a result of the event. The patient was ¿well¿ at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.